Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : product code 129402060, work order 7865237 was manufactured on 22-apr-2014. 10 parts were manufactured as per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient has been complaining of "stiffness and loss of function" over the last 6 to 8 months. Following investigations, bloods and scans didn't seem to indicate infection, but components were suspected to be loose. Revision surgery was performed, and both femur and tibia were loose (failure was a combination of implant/cement and cement/bone interfaces - palacos bone cement was used in the original case). Knee was revised to an attune revision knee system. Patient status/ outcome / consequences: yes.